Manufacturer narrative:
One pneupac parapac plus ventilator was returned for analysis. The front plate and bottom case were bent due to a drop was noted upon visual inspection. The manometer was tested and found to be accurately following the calibrated gauge on the test lung; confirming the complaint. Based on the evidence the root cause was found to be due to user interface.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus was dropped. Gage isn't working and case is cracked. No patient adverse events reported.